Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that all of electrodes were showing high impedances of over 10,000 ohms, but the patient was still getting stimulation. The patient reported that they had pain at the ins site and possibly painful stimulation. It was reported that reprogramming around the bad electrodes was unviable, so imaging would be the next step. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was experiencing painful stimulation. The pain went away once the device was off. It was unknown when the patient started experiencing the painful stim. The cause of the high impedances was unknown. The rep was instructed by tech services to notify the physician that the patient should have imaging done. The high impedances have not been resolved. No further complications were reported.